Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot number gd877282 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of a fungal infection with culture positive for a fungus in a patient coincident with dianeal pd4 ambuflex intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse stated that on (B)(6) 2010 the patient was diagnosed with peritonitis and hospitalized that same day. Treatment information was not provided. On an unreported date in 2010, dianeal therapy was withdrawn. On (B)(6) 2010, the patient was discharged from the hospital. On an unreported date in 2010, the patient had recovered from the fungal infection. Per the nurse, the event of fungal infection was not related to dianeal pd4 ambuflex therapy. On an unreported date in 2010, dianeal therapy was withdrawn and the patient's pd catheter was removed. The patient was performing hemodialysis at this time.